Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed. The close proximity of the electrode and device resulted in therapy delivery and was a contributing factor in the arc marks that were noted on the shocking coil. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Manufacturer narrative:
This product is returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient's device displayed charge time (CT) code and the patient has had inappropriate shocks with a single shock impedance being out of range. It was also noted that device had no sensing function. Imaging was performed indicating that the patient had twiddled this electrode back into the device pocket. The system was explanted and replaced with a transvenous system. No additional adverse events were reported.